Event description:
It was reported that this pacemaker exhibited noise on both on the right ventricular (rv) and right atrial (ra) lead. Technical services suspects it was due to electrocautery. The field representative confirmed the patient was having breast cancer surgery on the same side of the implanted pacemaker which resulted in the noise. Additionally, there was stored signal artifact monitoring (sam) episodes due to a surgical procedure which resulted in the minute ventilation (mv) sensor being disabled. Technical services recommended to turn the mv feature back on. At this time, the device remains in service. No adverse patient effects were reported.